Event description:
It was reported that t:slim x2 pump battery would not charge and pump displayed power source alert. There was no reported impact to customer¿s blood glucose level. Customer confirmed use of original charging cable and wall adapter, left charger connected to working outlet for at least 30 minutes, and pump began charging successfully, so no further assistance was required and no shutdown occurred.